Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings:during testing, the display screen was dim and discolored. A test screen was installed and displayed properly. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Additionally, the keypad cover was returned peeling from the contrast button to the ok button and was torn off by the ok button, exposing the contact. The ok key contact was inverted and the contrast contact was missing.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their display screen had gradually dimmed. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.